Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 28 mg/dl at the time of the incident. The customer used food and was given a glucagon shot to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer reported unresponsive insulin pump buttons. Troubleshooting was not completed due to the keypad anomaly. The customer had started a new medication, and was doing physical training leading up to the event which usually brings them low. The customer reuses their consumable products, and during the call the customer removed the reservoir from the pump without disconnecting the infusion set at the quick release. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. No over delivery anomaly or under delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. All buttons function properly. No unresponsive buttons noted. No button error alarm noted. No damage noted on the keypad traces. Device uploaded properly using carelink. No cosmetic damage noted. (B)(4).